Manufacturer narrative:
This report is submitted on may 14, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2021, resulting in fixture loss. The patient was reimplanted with a new device at a new site.